Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical products: 00588001502, 62716389, femoral component; 00598801020, 62769798, stem extension; 00598801013, 62762287, stem extension; 00588005012, 62795173, articular surface with hinge post; 00597206535, 62869168, all poly patella. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains with the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01261.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately six years post implantation due to implant fracture and metallosis. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0002648920 - 2021 - 00278.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0002648920 - 2021 - 00278.